Event description:
A malfunction alarm was reported with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, following which the malfunction did not recur, and customer was advised to continue using the pump while being informed to report any future recurrences.